Event description:
Boston scientific received information that this right ventricular (rv) lead was found to have a high pacing threshold measurement as well as low sensing of intrinsic amplitude. This lead was found to have dislodged. During the revision procedure, the physician tried several times to reposition the lead but was not able to secure a stable fixed position. The physician decided to withdraw this lead and implant a lead with an active fixation helix. With the new lead, normal threshold, impedance, and sensing values were obtained. No adverse patient effects were reported following the procedure.

Manufacturer narrative:
This right ventricular lead will not be returned to boston scientific. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.